Event description:
It was reported the patient was unable to adjust stimulation. They saw the ¿call your doctor¿ icon and a power on reset (por) condition. The issue occurred the same day as a revision surgery. Two weeks later, the patient had no concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0ptn4, implanted: (B)(6) 2015, product type: lead. (B)(4).